Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported symptom "had to stay right with the pump pushing buttons to get it to run an infusion" was not reproduced due to an unrelated issue that could not be cleared with a button press like the reported problem. The event history log was reviewed on the reported event date and found 15 events of "inactivity alarm" and five events of "upstream occlusion!" That occurred during infusions. These events could be cleared with a button press. The events of "inactivity alarm" were followed by "user stop". Events of "air-in-line!" Were present but is not an event that can be cleared with a button press. No system errors were observed in the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was unable to undergo the proper testing for the reported issue. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a 'malfunction'. The user reported they had to stay right with the pump pushing buttons to get it to run an infusion during therapy (medication, dose, programmed amount and delivery rate unknown). It would run for between a minute and five minutes and then they would have to start it again to run. The infusion was expected to run about 30 minutes. The event occurred during delivery in the general patient ward. There was patient involvement but no report of patient injury or medical intervention associated with this event. No additional information is available.